Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional follow up: was there an inspection of the crotch of the staple line prior to firing the second time? He always inspects and removes migratory staple if present. Patient's preexisting conditions? Young otherwise healthy bariatric patient. Was buttress material used? No. Was there any condition that could have prevented the staple line from being profused? Not that I'm aware of. Were all staple lines oversewn? Believe so; stomach and jejunum? Yes. How is the patient currently? Just asked and she is doing well and should be released from the hospital soon. Patients age, sex and weight? Female, (B)(6).

Event description:
It was reported that during a lap gastric bypass procedure, they were using blue 60 reloads for the small bowel portion of the case and the jejunojejunostomy and had gold loads used for the gastric portion. Nothing seemed unusual when stapling the small bowel, however, on the second gold firing going vertically up the pouch, it appeared that the stapler knife blade dragged for lack of better terms and the staple line looked jagged and was not very hemostatic. The case was completed by over sewing all staple lines with a vicryl suture and things looked satisfactory at the end of the case. The patient was closed and sent to recovery. Thirty-six hours later, the patient showed signs of sepsis and a leak so the patient was brought back to surgery where it was discovered that her small bowel jejunojejunostomy had dehisced and was completely broken down and open. Necrotic tissue was removed, the connection was re-attached and a drain was placed. Patient is very sick and her recovery will be watched carefully. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information- dvd of the procedure received and reviewed. Based on the review it is believed that the complication experienced during the formation of the pouch, was the result of a damaged knife. I believe the second firing placement of the device across the first firings three rows of staples was too perpendicular, forcing the knife to attempt to cut through staples, rather than allowing the knife to slide past the staple rows resulting in a damaged knife. No conclusion could be reached as to the cause of the necrotic tissue.